Event description:
It was reported that during a stent procedure, after successful deployment of the stent, the patient went to vtak and CPR was performed. Upon removal of the sds, the hypotube was observed to be separated. A micro snare was used to retrieve the separated portion of the sds. Reportedly, the patient was fine.